Event description:
During an initial implant of a right atrial leadless pacemaker (ra lp) on (B)(6) 2025, it was noted that post device fixation, the ra lp could not be released. The ra lp was successfully retrieved, and a new ra lp was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of a separation failure was not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.